Manufacturer narrative:
(B)(4). Concomitant medical products: signature systems, serial numbers: (B)(4). (B)(6). Customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported naked cable on the handpiece. No further information was provided.